Event description:
A customer reported to baxter that the liquid could not be stopped from the transfer set, even after closing the clamp. The problem did not repeat with any other cassettes in the box. There was patient involvement but there was no patient injury at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a leak in a transfer set was confirmed; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. One used set was received for evaluation with a cap on dark blue connector and no cap on patient connector in reference to leak. Functionally the set was hand tightened with a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.